Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02421. This report is being submitted as additional information. Approximate age of device - 26 days. Manufacturer's investigation conclusion: the pump remains implanted and the patient remains ongoing on vad support. Review of the submitted system controller log file did not reveal a device related issue. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. The instructions for use (IFU) for the heartmate ii left ventricular assist system explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, outlines all pump parameters, and provides information regarding the assessment of pump flow. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. A log file review was requested by the lvad clinician. The log file was reviewed by the technical service representative and revealed trajectories consistent with device thrombosis. Additional information has been requested but has not been provided.